Event description:
The PICC line was inserted into the anticubital, when they were withdrawing the guidewire the spring tip unraveled. A piece broke off and embedded into some soft tissue.

Event description:
The PICC line was inserted into the anticubital, when they were withdrawing the guidewire the spring tip unraveled-a piece broke off and embedded into some soft tissue.